Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial under sensing was noted on the right atrial (ra) lead during atrial tachyarrhythmia (at)/atrial fibrillation (af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.